Event description:
It was reported that the atrial lead perforated the atrium, resulting in a tamponade. On (B)(6) 2011 the patient under- went open heart surgery. A pericardiocentesis was performed and the perforation repaired. After successfully repositioning the lead, atrial undersensing was observed. The lead appeared to have fallen potentially into the ventricle. The pulse generator was programmed to vvi mode. The patient is currently on life support.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.